Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and septic shock and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. There was no treatment provided for the peritonitis event. The cause of death was septic shock secondary to peritonitis. It was not reported if an autopsy was performed. It was not reported if dianeal therapies were ongoing until the time of death. No additional information is available.